Manufacturer narrative:
The device will not be available for evaluation as it is currently being used in a clinical study and has been determined to be unrelated to the adverse event. However, the device history record was being reviewed to detect in any issue. At this time, the root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The clinical research associate, medical affairs consumables of vyaire medical reported that there was an adverse event reported during the enflow pmcf clinical study. At the end of the surgery, it was observed that after changing the fluid to sodium chloride, the patients vein had ruptured. The vein damage was assessed to be caused by poor cannula placement or the patient's vein could not withstand the pressure.